Event description:
It was reported that a dexcom g7 sensor, paired to the user¿s smartphone app with visible glucose readings, failed to maintain pairing with the ilet, resulting in a pairing failure event attributed to communication between the cgm and the ilet. Symptoms included no reported adverse clinical effects and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting over the phone consisting of bluetooth toggling, device restarts, and re-entry of the sensor pairing code, after which the user successfully re-initiated the pairing process. Investigation of this case revealed that the sensor and app were functioning, and the issue was limited to the cgm-to-ilet pairing process. It was concluded that the event was related to a communication or connectivity issue between components without clinical consequence.